Event description:
While attempting to perform a synchronized direct-current cardioversion, the lifepak 15 failed to discharge when md pressed the button. All connections were secured, the sync button was flashing and proper defibrillator pad placement was noted. This unit had delayed discharge twice prior in the week. Crna maintained pt under anesthesia while nurse brought another lifepack to room. Pt was successfully cardioverted via replacement lifepak. FDA safety report ID# (B)(4).